Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report.

Event description:
As reported: "we did the case yesterday. Everything worked well but the tibial passive rotating component was not sitting all the way down which was not a big issue. We reamed the distal part of the tibial canal up to 10mm and it went down. What worries me is the bumper. We put on the tibial rotating passive component and impacted it. But it was really loose. Didn't even need the impaction really and could have easily taken it out as it wasn't locked in. I used my second bumper, same story. What I think was that the distance between the anterior and posterior locking tabs on the passive component were a little wider than the bumper. We finished the case but now I am worrying that the bumper dislocates later..."

Event description:
As reported: "we did the case yesterday. Everything worked well but the tibial passive rotating component was not sitting all the way down which was not a big issue. We reamed the distal part of the tibial canal up to 10mm and it went down. What worries me is the bumper. We put on the tibial rotating passive component and impacted it. But it was really loose. Didn't even need the impaction really and could have easily taken it out as it wasn't locked in. I used my second bumper, same story. What I think was that the distance between the anterior and posterior locking tabs on the passive component were a little wider than the bumper. We finished the case but now I am worrying that the bumper dislocates later..."

Manufacturer narrative:
Reported event: an event regarding a size fit issue between the bumper and the tibial component. This was not confirmed by medical review. Method and results: product evaluation and results: was not performed as no items were returned. Clinician review: not performed as the CT scans provided in the design inbox are the same CT scans which were used to initially create the implant. The healthcare facility has already said that there will not be any additional x-rays due to patient conventionality rules. Product history review: review of the product history records indicate that 1 device was manufactured and accepted into final stock on 19march2019 with no reported discrepancies. Complaints history review: there have been no other events. Conclusions: the exact cause of the event could not be determined because further information such as post operative x rays, primary operative reports and patient history notes are needed to complete the investigation for determining root cause. The healthcare facility has informed us that there will not be any additional x-rays due to patient conventionality rules. Therefore no further investigation for this event is possible at this time as no devices and insufficient information was received by siw. If additional information becomes available to indicate further evaluation is warranted, this record will be re-opened. Siw will continue to monitor for trends. H3 other text: device not returned.